Event description:
It was reported that while the patient was in the ICU for a non cardiac issue, the pulse generator was interrogated and intermittent output was noted. On (B)(6) 2015 the device was explanted and replaced.

Manufacturer narrative:
(B)(4).